Manufacturer narrative:
The intraocular lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A scratch on the intraocular lens (iol) was noticed when removing it from the packaging. No patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 3/29/2017. Device returned to manufacturer? Yes. Device evaluation: the product was received for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces. Considering the condition of the lens, additional analysis is not possible. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.